Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transformer on the analog board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device was unable to obtain an ECG signal via the associated electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.